Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No compromised force sensor system alarm was noted during testing. The pump had cracked lcd window, scratched lcd window, cracked display window corner, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer stated that her blood glucose was high after lunch. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit the tubing. The customer stated that there were no leaks. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.